Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse confirmed error 652, and replaced the chiller. A calibration was performed. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported error message was confirmed as replacing the chiller resolved the issue. The chiller was likely damaged and is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error code 652 (the chiller did not sense flow after the timeout period) occurred during a photo-selective vaporization of the prostate procedure. There were no patient complications; however, the procedure could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that error code 652 (the chiller did not sense flow after the timeout period) occurred during a photo-selective vaporization of the prostate procedure. There were no patient complications; however, the procedure could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.